Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the connector was faulty, causing noisy image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic hysteroscopy procedure, the visera pro video system center had a connector failure and could not fit tightly. It was noted, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred from a faulty receptacle unit. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.